Manufacturer narrative:
The sample was serum. The customer reported that cartridge chemistry (cc) qc was erratic, but did not provide details. The customer troubleshot the issue and found reagent probe a screw was loose. The customer then performed pvt 5 (performance verification test 5) in order to verify performance of the instrument. The pvt 5 failed. The customer found evidence during troubleshooting that reagent probe had leaked. The customer retested samples that had been tested on the instrument the previous 12 hours and the customer found one erroneous lactate result. On (B)(6) 2011, bec field service engineer (fse) performed service on the instrument: the fse replaced the cc sample collar wash, t-valve, and flushed the cc sample probe. Instrument passed the pvt 5 and all qc was back within the range.

Event description:
A customer reported to beckman coulter, inc. (Bec) that an erroneous lactate result, within the reference interval, was generated by unicel dxc 800 synchron clinical system on one patient sample. The result was reported out of the laboratory. Repeat testing on the next day produced different results. The results are shown. The customer did not know if patient treatment was affected by the erroneous result reported out of the laboratory.